Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8703w, lot# l42497, implanted: (B)(6) 1997, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information was received from the consumer's family, regarding a female patient receiving intrathecal baclofen at an unknown concentration, dose, or rate via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. It was reported that the pump was removed in late (B)(6) 2014, because it wore out at a pressure spot, loosened the stitches and it came out. The patient still had the catheters, because the patient had scoliosis at a young age so they didn't want to mess with it. It was noted that the patient may be getting another pump soon, as the patient was now healed. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).